Manufacturer narrative:
A new sample collected from the same patient on (B)(6) 2022 was provided for investigation. The high ft3 value generated at the customer site could not be reproduced with this sample. Values around the lower level of the normal reference range of the assay were generated. No interferences against components of the ft3 assay were detected in the sample.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 iii assay on two cobas 8000 e 801 modules, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The results measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2021. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation where it was tested on an e 602 analyzer and an e411 analyzer on (B)(6) 2021. The sample was repeated on a second e 801 analyzer used for investigation on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 476059, with an expiration date of 31-aug-2021 was used on this analyzer. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 473372, with an expiration date of 31-may-2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 473372, with an expiration date of 31-may-2021 was used on this analyzer.